Event description:
During a total knee arthroplasty case, while scraping the cement off with the stryker disposable cement sculp (ref 0206-716-000 lot 25339012), it was observed that blue flecks of plastic fell off the sculp into the cement.